Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of the power module internal battery not functioning as intended and being unable to charge was confirmed. Power module, serial number (B)(6), was evaluated by the european distribution center. When the unit was powered on, there was a red battery alarm as reported. The battery was noted to have low voltage and was unable to charge. Replacing the battery resolved the issue. A full functional checkout was then performed per doc# (B)(4) and the unit passed all tests. Analysis of the battery, serial number gw012021, revealed that the battery was manufactured on 12jan2022 and therefore expired on 31dec2024. The reported event date was 13oct2025, therefore the battery was expired at the time of the event. No further troubleshooting was performed. The heartmate power module IFU (section 11.0 ¿routine maintenance¿) instructs users to bring their power module to an authorized service technician at least once per year for a thorough inspection and cleaning. Routine maintenance also includes the unit¿s internal backup battery being replaced. The root cause for the reported event was due to user error by using an expired battery. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The current revision of the instructions for use (IFU) (rev. C) and patient handbook (rev. B) can be found on the eifu page of the abbott website. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Heartmate 3 instructions for use section 7-¿alarms and troubleshooting¿ and heartmate 3 patient handbook section 5-¿alarms and troubleshooting¿ explain how to properly interpret and troubleshoot atypical alarms. The heartmate 3 instructions for use section 3 - ¿powering the system¿ states that the power module contains an internal backup battery that provides approximately 30 minutes of backup power to the system during a power emergency. It instructs to keep the power module plugged into ac power at all times to make sure that the power module backup battery is charged and ready for use in case of power interruption. If the power module is without ac power for approximately 18 hours or more, the power module backup battery may be damaged. Additionally, it is stated that if the power module backup battery is not installed or connected when the power module is plugged in, the power module alarms, indicating that it cannot provide backup power in the event of a power interruption. The heartmate power module IFU (section 11.0 ¿routine maintenance) instructs users to bring their power module to an authorized service technician at least once per year for a thorough inspection and cleaning. Routine maintenance also includes the unit¿s internal backup battery being replaced. Heartmate 3 instructions for use section 4-¿heartmate touch communication system¿ and heartmate 3 patient handbook section 6-¿caring for the equipment¿ explain how to properly handle the power module and cables to prevent damage. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that perfusionist tried to install the power module, but the internal battery of power module was unable to charge with a red battery alarm. The power module was replaced.